Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the failure occurred in system control. Fse checked cables connections on host pc, host pc power, and cleaned the host pc boards and exchange the hard disk position. Fse confirmed host pc was defective. Quote for replacement of host pc was provided to customer, however customer did not accept the quote and refused service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device failed to boot up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the log file remotely and it was identified that host pc did not start up. Philips has started an investigation into this complaint.